Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with blood glucose levels between 1.6 and 2.3 mmol/l. The customer had been experiencing unexplained low blood glucose levels for the past day. The customer had changed the infusion set one day prior to the hospitalization. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. Nothing further was reported.